Event description:
It was reported that upon removal of a pta balloon dilatation catheter from the introducer sheath, the balloon detached from the catheter. The balloon was successfully removed from the pt in its entirety. No pt injury reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.